Manufacturer narrative:
Continuation of d11: product ID: neu_unknown_lead, lot#: unknown, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. H6: lead patient code added: c3344, lead method code: 4115 continuation of d11: product ID: 3560022, lot#: unknown, product type: extension. Product ID: 978b128, lot #: va29lkd, ubd: 2022-05-21, UDI#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. H6: extension patient codes:c34548, c3344, device code c62917, method 4114, result: 3221, conclusion 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: in the operating room for the stage two of the advanced evaluation it became known that the percutaneous extension had traveled down the previous tunneling path. The physician had sutured this down in the pocket with the ¿t¿ method taught to the field. The patient had described some drainage and severe itching at the bandage site of the pocket, had change the bandages a few times and rep stated patient compliance was an external factor. Upon trying to retrieve the percutaneous extension, the physician pulled the lead out. The lead previously placed was replaced by anew lead. There was no injury or concern from the patient, and they had fantastic responses under 1.0 stimulation on the new lead and attach the battery and closed the pocket site.

Manufacturer narrative:
Imf codes were added. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID 3560022 lot# va29hcu implanted: explanted: ubd:2022-10-01 , UDI#: (B)(4) product type extension product ID 978b128 lot# va29lkd ubd: 2022-05-21, UDI#(B)(4): implanted: 2020-(B)(6) explanted: 2020-(B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 correction: device code c62917 no longer applies to the lead, c53269 was applied instead. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, lot# va29hcu, ubd:2022-10-01, UDI#: (B)(4), product type: extension. Product ID: 978b128, lot# va29lkd, ubd: 2022-05-21, UDI#(B)(4): implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The additional information was received from the hcp (healthcare professional)/manufacturer's representative.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID 3560022 lot# va29hcu ubd:2022-10-01 , UDI#: (B)(4) product type extension product ID 978b128 lot# va29lkd ubd: 2022-05-21, UDI#(B)(4): implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead h6: eval code method for extension: 4115. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative regarding patient compliance being a factor: the patient would not leave the bandaging alone. The patient consistently peeled added and scratched at it. The patient was also seen in the office by the physician and had the bandages replaced, the patient did not replace bandages. The itching, drainage symptoms reported had resolved. The extension coils were still in place at the exit site after the advance evaluation. The lead had not migrated. It was noted the pocket for the connector was below the incision. The angle the connector inserted with relation to the tunnel track was t shaped. There was slack left in the perc extension body when it was tied to the connector. It was unknown which end was inserted into the pocket first, lead or perc body. There were no fluoro images taken of the connector at implant showing relationship to the tunneled perc body. Patient¿s height and weight were unknown. The customer had discarded the product.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2020. It was reported that the trial patient's bandage and tape are itchy. The patient mentioned blood soaking through their clothes and was concerned the lead may have moved causing the bleeding. Support link advised the patient to please contact their clinician with questions regarding medical advice or if they have questions about their health.